Event description:
It was reported that approximately 3-4 hours following an unspecified procedure, the nurse noted that the administered infusion was running onto the floor from a location 15 cm from the hub of the mewissen infusion catheter. It was noted that the catheter had been snapped off causing a complete component separation, thus requiring further intervention. This intervention required that the patient undergo an additional angiogram as well as removal of the damaged catheter with a forceps followed by insertion of a new infusion catheter. The procedure outcome was reported as `okay', and the patient condition good.

Event description:
It was further reported that the lesion being treated was a 100% occluded popliteal artery which was being infused with a continuous wokinos infusion.